Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose. The customer stated that the insulin pump did not gave him insulin and alarmed open book error image. The customer's blood glucose was 6.4 mmol/l at the time of breakfast and it went to 32 mmol/l at the time of lunch. The customer was not able to troubleshoot for high blood glucose due to open book image error. It was unknown if the customer was using auto mode at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error due to corroded electronic assemblies. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to critical pump error. Device received with corroded battery tube and corroded motor home switch.